Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Cts educated the caller to always wait for prompts in the tandem mobi mobile app before loading or removing a cartridge, and assisted in loading a new cartridge, allowing the caller to resume insulin therapy successfully. The issue was resolved with no further incidents reported.